Manufacturer narrative:
(B)(4). A service tech was able to reproduce the error. A blown fuse was found and replaced on the master panel board. The unit was returned to service. A supplemental medwatch will be submitted if further info becomes available.

Event description:
It was reported that the customer had set up the heart lung machine with all the tubing, preparing for a case. At switch on, the control panel did not display any numbers, only stars appeared with no response from the buttons. No reported pt effect. Internal ref: (B)(4).